Manufacturer narrative:
(B)(4). Concomitant products: unknown, unknown arcos proximal conebody, unknown; unknown, unknown arcos distal conebody, unknown; unknown, unknown trochanteric claw, unknown; unknown, unknown trochanteric bolt, unknown; unknown, unknown liner, unknown; unknown, unknown stryker shell, unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 02915, 0001825034 - 2018 - 02916, 0001825034 - 2018 - 02917, 0001825034 - 2018 - 02918. Requested but not returned by hospital.

Event description:
It was reported that the patient underwent a left hip revision procedure due to infection and dislocation. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Concomitant medical products - arcos lateral troch bolt # item 11-302130 lot 381360. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.